Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a run time battery error. There was no report of patient involvement.